Manufacturer narrative:
Init reporter sent to FDA corrected from ni to yes. (B)(4).

Event description:
It was further reported via facility medwatch# (B)(4) that the stent was dislodged inside the patient's body and was not dislodged outside the patient's body as what was previously reported. The device was quickly and successfully removed.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use; however, it was noted that the stent came off the balloon outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.